Manufacturer narrative:
Integra has completed their internal investigation on september 28, 2017. Results: evaluation of returned device; evaluation verified customer information as valid. Lack of power, dermatome is not working. Micro switch assembly is damaged. Motor has a defective contact. Head assembly is damaged. Gauge bar and blade bad are having deep scratches. Eccentric screws are worn off. Gauge bar brackets are wasted. Guard clip, all width clips, screwdriver, calibration guide and screwdriver are missing DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. Complaints history; a two year look back from 08/25/2015 to 08/25/2017 for this reported failure and or related to "switch" or "blocked" for product family (3539700) shows that four additional complaint were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: "reason for return was confirmed, dermatome s-1582 failed function test due to the micro switch assembly was damaged. During evaluation the following items were also noted: motor has a defective contact. Head assembly is damaged. Gauge bar and blade bad are having deep scratches. Eccentric screws are worn off. Gauge bar brackets are worn. Excessive time in service (16 months) cleaning and/or sterilization issue. "

Event description:
It was reported that the switch on button was blocked. The issue was detected in operating room (o.r.) And the event lead to 30 minutes surgical delay and the patient was prepped for surgery. No patient injury was reported.